Event description:
It was reported a patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient was revised on due to loosening. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: australia. H6: proposed component code: mechanical (g04) - femur. D10: unk; tibial component; unk. Unk; unk articular surface; unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2; a3; b4; b5; d1; d2; d4; d6; d10; g1;g3; g4; g6; h1; h2; h4; h6; h2. D10: (B)(6), tibia cemented 5 degree stemmed right size d, (B)(6). Unknown catalog, articular surface, unknown lot the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a knee arthroplasty. Subsequently, the patient experienced pain and was revised due to loosening. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. An x-ray was provided and assessed. The x-ray was not sent for review as a single undated image would not provide an accurate assessment of loosening which was reported to have occurred within 4 months of implantation. Sending the image would not enhance the investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.